Event description:
This device eroded through the skin. There were no signs of infection. The leads were capped and left outside the skin. The patient was referred to a surgeon. Cylos dr, MDR 1028232-2009-01594. Setrox s 45, MDR 1028232-2009-01597.